Event description:
Reporter stated that patient received the following results, with three different meters, within 5 minutes: 8.7 mmol/l, 5.8 mmol/l, and 6.2 mmol/l (compact plus system 1), 5.0 mmol/l (compact plus system 2), 4.7 mmol/l (unspecified compact plus system 3). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the unspecified compact plus system 3. (B)(6).